Manufacturer narrative:
Additional testing was performed at a reference laboratory including reproducibility testing which also showed a positive anti-hbs result and antigen addition testing which showed a significant value decrease indicating that the anti-hbs result is a true positive result. No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Field data indicates lot 92275fn00 is performing acceptably on market. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed, and no issues were identified. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 7c18, that has a similar us product distributed in the us, list 1l82. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect (B)(6) result of 15 miu/ml was generated for a patient on (B)(6) 2019 following a blood transfusion. The patient tested (B)(6) in (B)(6) prior to the transfusion. The (B)(6) sample was tested at a reference laboratory and the result was (B)(6). No adverse impact to patient management was reported.